Event description:
It was reported that the insulin pump was randomly not delivering insulin over the past month, with a recent occurrence during the night causing concern for future incidents. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.